Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the display was not blank less than 30 seconds and then did not return. No harm requiring medical intervention was reported. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated insulin pump was suspended after changing the battery. Customer stated they finished shower and blank display. The insulin pump will be returned for analysis.